Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: product evaluation was not performed because the product has not been returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a patient who underwent bilateral intraocular lens (iol) implants. She is now experiencing glare at night, halos during the day, starbursts, and around the starburst are other lines. Further information provided states that the patient feels like someone has poured oil in her eye. Doctor did an yttrium-aluminum-garnet (yag) procedure, but it did not help. She does read as well as before, and feels her eyesight is worse, and eyes are glassy. Additional information received reported that patient has glaucoma that is under control. Her physician told her it might take longer for her to adapt, but it has been 11 months. She cannot sit in her kitchen because the lights overhead cause her to see halos. She sees halos with lines around headlights and traffic lights. She has had dry eyes before and after surgery. She uses preservative free drops and refresh optive. She would like to have the lenses explanted. No additional information was received. This MDR is for the left eye. A separate MDR is being submitted for the right eye.